Event description:
Imp ref # (B)(4).

Manufacturer narrative:
The account found the side rail should bolt and cap nut are missing from both side rails. The account replaced the side rail shoulder bolt and cap nuts on both side rails to resolve the issue.